Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following the implantation of a superflex aspheric 920h iol. The event description provided to rayner states "this man is (B)(6) y/o, his fellow eye has old trauma with limited potential for vision. The eye in question had macular hole surgery in early 2009, vity +gas. He rapidly developed a severe psc cataract and this was operated in (B)(6) 2009. Uncomplicated surgery with rayner 920h +19.0d. Post-cataract surgery, the hole was found to be open and he had a repeat procedure with good result and 6/15 acuity. Capsule opacification then occurred and this was yag'd, final acuity was 6/9. He has now returned with acuity of 6/30. He'd developed a peculiar punctate deposit over the anterior iol surface, confined to the area exposed by the pupil." For further info, please refer to rayner's MDR 9611165-2014-00086.